Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 772 (mg/dl) and diabetic ketoacidosis. Reportedly, customer stated that they were not checking their bg levels prior to the hospitalization. While in the hospital, customer was treated with intravenous insulin and an unspecified pain medication. Customer was released on (B)(6) 2016.